Manufacturer narrative:
The returned pump was visually inspected and the red pump plug was opened, confirming blood ingress. Further inspection of the pump catheter revealed three small pinholes between the 2cm and 4cm marks. Therefore, the root cause of the pump stop was determined to be blood ingress into the pump plug caused by damage to the catheter. However, a specific cause for the reported access site bleeding could not be determined through this evaluation.

Manufacturer narrative:
The impella 5.0 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) female patient had impella 5.0 pump inserted for myocarditis. The patient was brought to the operating room (or) due to bleeding on the graft axillary anastomosis but during the procedure, the pump stopped, and during pump exchange there was a tear on the great vessel. Stitches were made to the artery to repair the tear. The patient expired due to unknown reasons.